Manufacturer narrative:
The customer reported complaint that the lcd screen of the autopulse platform (sn (B)(6) is blank with a line through it was confirmed during the visual inspection. The root cause for the reported complaint was a damaged pca processor board. The secondary complaint of cracks in the case was also confirmed during visual inspection. The top cover and front and bottom enclosures were observed to be cracked/damaged. The observed physical damage appeared to be the characteristics of user mishandling. The top cover and front and bottom enclosures were replaced to remedy the issue. The autopulse platform failed the initial functional testing due to the blank screen at power up. The processor board was replaced to remedy the reported complaint. After replacing the board, the device was run with the lrtf (large resuscitation test fixture) for 15 minutes without any issues. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the lcd screen of the autopulse platform (B)(6) is blank with a line through it. Also, there are some cracks in the case. No patient involvement.